Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was going to the bathroom 4-5 times each night before getting the device, but after getting the device they go maybe a couple times at night. The caller indicated that the therapy was helping the patient's symptoms at first, but recently the patient was up all night going to the bathroom. The caller also reported that the patient had a "pressure feeling" where it is like "I got to go, I got to go right now." At the time of the call, the patient did not feel stimulation and stimulation was set at 1.1 at the time of the call. The caller was not sure if stimulation should be increased or decreased to help with the patient's frequency and urgency. The patient described the return of symptoms as the night prior to the call and could not increase stimulation due to an unrelated patient programmer (pp) issue. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.